Manufacturer narrative:
(B)(4).

Event description:
A patient's device underwent a power on reset condition. It was noted that the patient had a colonoscopy done. No further information was indicated at the time of this report. Additional information is being requested, and will be provided in a follow-up report as it becomes available.